Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) could not cross the vessel. There was no reported patient injury. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynx vcd was prepped according to IFU instructions. The sheath was not kinked/bent. The sealant was not stuck to device components. The angle of access was between 30 and 45 degrees. Hemostasis was achieved by manual compression for 30 minutes. The patient¿s outcome/status was recovered after the mynx event. Other additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned for investigation in the clamshell tray. Per visual analysis, the shuttle cartridge was engaged to the handle and the sealant and advancer tube remained inside the shuttle cartridge. The device had no exposure to blood and was not prepped with saline which likely indicates device was never inserted into a procedural sheath. The condition of the returned device does not match the description of the complaint. Per functional analysis, the sheath involved in the event was not returned; therefore, an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Per microscopic analysis, the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1922603 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath" was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The procedural sheath was not returned, and therefore a complete physical investigation could not be performed. In addition, the device showed evidence of never being inserted into a procedural sheath. Procedural factors, such as damage to the procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) could not cross the vessel. There was no reported patient injury. The device is expected to be returned for evaluation.